Event description:
During a robotic assisted total abdominal hysterectomy the v-care was being used to manipulate the uterus. The handle on the v-care broke intraoperatively, causing limited ability to manipulate the uterus. The v-care was removed and replaced with a new one and the case was completed without issue.